Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was in the 140 mg/dl range. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the pump battery was depleting quickly. Customer declined to troubleshoot this issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.